Manufacturer narrative:
Manufacturers ref#: (B)(4). Date of awareness is 09apr2025. After investigation completed on 29jul2025 the event is now reportable as similar incidents has previously been reported. Summary of investigational findings: the celect-pt filter would not release from jugular introducer but released on the back table. A non-cook filter was successfully placed. The introducer dilator, the introducer sheath, the celect-pt filter, and the jugular introducer was returned. The filter hook was according to specifications. The grasping hook stuck inside the jugular introducer, but after freed by cutting the hook was found according to specifications. Based on the investigation findings the exact reason for the difficulties encountered during release of the filter cannot be determined, but since release on the table too much back tension during the procedure may have caused it as warned in the IFU. It is assessed that because no non-conformance's were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the filter would not deploy. Once removed it did deploy while on the back table. The procedure was completed by using an argon medical device. Patient outcome: no patient impact reported.